Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump failed calibration. No patient involvement reported.

Manufacturer narrative:
Visual inspection performed found the lens scratched and air detector dent. Performed functional test, found dso sensor inoperable. The reported failed calibration problem was verified. Reported problem, failed calibration was duplicated. Dso sensor inoperable. Replaced dso sensor. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.